Event description:
See initial report.

Manufacturer narrative:
D4: serial number has been provided; therefore, also the UDI is available and relevant fields has been updated. H4: serial number has been provided. Therefore, the device manufacture is available and relevant field has been updated. H11: a livanova field service engineer was dispatched the customer and collected the cockpit log file (real time device parameters and setting recording file) epm serdat file and service copy of the date of the event. These serdat and log files appear to be deleted from the system. According to follow up with the customer, the issue is not systematic however it has occurred a number of other times on this particular hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Serial number is unknown. As the serial number is unknown, the UDI could not be determined. This information will be provided in a supplemental report if made available. H.4. Serial number is unknown. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H11: livanova deutschland manufactures the essenz hlm. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the bubble detector and high pressure would not stop the cardioplegia pump. There is no report of any patient injury.

Manufacturer narrative:
H11: through follow up communications, event serial read out files (real time device parameters and setting recording file) have been obtained and analyzed. The reported issue was traced back to a cpl-c pump profile distribution error. Specifically, the problem occurred when the control unit (cu) and the pump failed to receive their respective roles, resulting in the monitoring function link not being established. Despite this, devices operated as expected. Based on the above, the event has been re-assessed as not reportable. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.